Manufacturer narrative:
Results: the pet lock was intact. The penumbra coil 400 coil (pc400 coil) pusher assembly was kinked approximately 62.0 and 87.0 cm from the proximal end. The pusher assembly mid-joint was retracted out of the introducer sheath beyond the friction lock. The introducer sheath was ovalized approximately 1.0 cm from the distal end. Conclusions: evaluation of the returned device revealed the introducer sheath was ovalized. This type of damage typically occurs due to improper handling during use. If the pc400 coil is manipulated forcefully at an angle during insertion into a microcatheter or if the rotating hemostasis valve (rhv) is overtightened, damage such as this may occur. The ovalized introducer sheath is the likely root cause of the inability to advance the coil into the px slim. Further evaluation of the returned device revealed the pusher assembly was kinked and the pusher assembly mid-joint was retracted proximally beyond the friction lock of the introducer sheath. Pulling the coil this far proximally will cause difficulty advancing the coil further. The px slim mentioned in the complaint was not returned for evaluation. Pc400 coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right common iliac artery using penumbra coil 400 coils (pc400 coils). During the procedure, the physician used another manufacturer's catheter to deliver the px slim delivery microcatheter (px slim) to the right iliac artery. The physician then attempted to advance the pc400 coil through the px slim but the coil did not advance out of its introducer sheath. After an unsuccessful attempt to advance the pc400 coil, the physician withdrew the coil from the px slim and filled it with saline. Another attempt was made to advance the pc400 coil; however, it was still rigid and unable to advance. The physician removed the pc400 coil and continued the procedure using a new pc400 coil and the same px slim. There was no report of an adverse effect to the patient.